Manufacturer narrative:
H.6 investigation summary: a complaint of "false positive occurrence" was received against instrument top bactec fx packaged material number: 441385, serial number: ft2963. A bd field service engineer (fse) was dispatched. The fse was observed from the log that the issue was temporarily occurred and not recurred. Instrument was found to be functional and released to the customer for regular operation. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument ft2963, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged false positives occurred. The following information was provided by the initial reporter: false positive occurrence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged false positives occurred. The following information was provided by the initial reporter: false positive occurrence.